Event description:
The customer reported an unexpected shutdown.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse) and the reported symptom could not be reproduced. The battery membranes of the involved batteries were observed to be dirty. The fse confirmed that the battery pca pins were in good condition. The battery membranes were cleaned and the device was retested using these batteries. The device then passed all testing. Philips was unable to determine the cause of the reported symptom as it could not be reproduced. No formal communication was requested and none provided.